Manufacturer narrative:
The device was reported unavailable for evaluation. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that during an embolization treatment, the coil separated from the delivery pusher. The coil was retrieved using a wire, however, part of the wire broke. The coil and wire were removed successfully using an endovascular snare. The case was continued using additional coils. No patient injury was reported.